Event description:
It was reported that the device was in use on a patient when hospital staff observed "temp error" message in flow display. The temperature alarm would not shut off. The device was removed and replaced with another to continue therapy. (B)(4). Please refer MFR report # 8010762-2014-00115.